Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m61, serial number/date code and age of product are unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his m61 power chair will allegedly take off at "rabbit" speed when he is resting in the chair. The consumer stated that he has a tendency to let his hand rest right where the hare button is located. Invacare advised the consume that there is no lock for that setting on his joystick. Advised consumer to contact the va for possible repair of the joystick or an upgrade to a multiple purpose joystick (mpj). No injury alleged.

Event description:
Customer alleged the chair will take off at rabbit speed when he is resting and his hand slips onto the joystick. No injury alleged.